Manufacturer narrative:
The conclusions are as follows: the pacemaker¿s investigation led to the following observations: correct, as well as incorrect tightening marks on the atrial and the ventricular setscrew tips were noted, indicating an incorrect/incomplete lead connection. A likely hypothesis is that the physician had partially engaged the setscrew at some points before inserting the lead or that he had not fully inserted the lead before tightening the setscrew inducing an intermittent contact. This hypothesis could explain the issue reported in the complaint (electrical abnormalities on the atrial channel). It cannot be determined whether the correct tightening marks observed come from the first implantation on (B)(6) 2024, or from the reintervention dated of (B)(6) 2024 related to the right ventricular lead replacement. In addition, upon reception, the subject pacemaker was not able to pace correctly with an abnormal impedance at the ventricular channel. Several protective zener diodes are found out of service, which is indicative of a significant stress such as external defibrillation. The temporality cannot be determined. Based on the available information, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
Reportedly, the subject device did not capture atrial lead. Lead tested normal values with the psa on (B)(6) 2024. Additional information provided on 28/11/2024: a pacemaker replacement was performed on (B)(6) 2024 with unknown leads (another manufacturer). The patient returned on the (B)(6) 2024 for a new right ventricular lead, as the then current lead gave an impedance reading of below 200ohms. The previous right ventricular lead was capped, and a new right ventricular lead was implanted. The right atrial lead was not replaced. On testing the new right ventricular lead and the already implanted (previously) right atrial lead, both leads tested fine and within normal limits (psa test for impedance, sensing and threshold tests). When attached to the subject eno dr device, only the vega 58 lead worked, the right atrial lead gave no results at all. Both leads were re-tested with the psa and both tested fine. Upon connecting to the eno dr pacemaker again, only the right ventricular lead worked, the right atrial lead continued to give no results. A new eno dr was opened, and connected to the leads, and both leads worked/tested fine.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject device did not capture atrial lead. Lead tested normal values with the psa on (B)(6) 2024. Additional information provided on 28/11/2024: a pacemaker replacement was performed on (B)(6) 2024 with unknown leads (another manufacturer). The patient returned on the (B)(6) 2024 for a new right ventricular lead, as the then current lead gave an impedance reading of below 200ohms. The previous right ventricular lead was capped, and a new vega 58 lead was implanted. The right atrial lead was not replaced. On testing the new vega 58cm rv lead and the already implanted (previously) right atrial lead, both leads tested fine and within normal limits (psa test for impedance, sensing and threshold tests). When attached to the subject eno dr device, only the vega 58 lead worked, the right atrial lead gave no results at all. Both leads were re-tested with the psa and both tested fine. Upon connecting to the eno dr pacemaker again, only the right ventricular lead worked, the right atrial lead continued to give no results. A new eno dr was opened, and connected to the leads, and both leads worked/tested fine.